Manufacturer narrative:
The reported dislodgement occurred during maneuvering of the delivery catheter system with this valve still attached. Valve pop-out s/dislodgements during attempted placement typically are patient-related; there was no allegation of a device malfunction that caused or contributed to the pop-out/dislodgement. The ventricular fibrillation and severe mitral valve regurgitation that occurred most likely resulted from this device and/or the first device being pushed down into the ventricle. Analysis of this returned device showed no anomalies. A device history record review was not conducted, as the reported information does not indicate a potential manufacturing issue. The delivery catheter system lot history record was reviewed and showed that device met all manufacturing specifications for product released for distribution. From the available information a conclusive cause for the clinical observation could not be determined.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was discolored, showing evidence of blood contact. The frame was intact with no evidence of deformation. All leaflets were in the closed position, with a gap between the coaptive ridges of leaflets 1 and 2. All leaflets were slightly stiff but flexible, which may be due to blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was the second of three valves that were surgically removed after unsuccessful attempted implant. During final release from the delivery catheter system, the valve dislodged from its target site into the ascending aorta. A pigtail catheter was used to move this valve into a position just above the native annulus. Subsequently, during advancement and deployment of a third transcatheter bioprosthetic valve, this valve was pushed further down. As a result of the first valve being pushed further into the ventricle (resulting in ventricular fibrillation) and obstructing one of the native mitral valve leaflets (resulting in severe mitral regurgitation), defibrillation, cardiopulmonary resuscitation, and cardiopulmonary bypass were initiated. The patient was then converted to an open-heart procedure to remove the three valves and implant another manufacturer¿s bioprosthetic aortic heart valve. Three days postoperative the patient died. The cause of death was stated as multi-organ failure. The physician did not allege or refute that the death may have been related to the devices or implant attempts.

Manufacturer narrative:
Separate reports have been filed on the other two valves deployed during the procedure. The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).